Event description:
Dealer states there is a welded nut on the adjustment piece on the tiller that allows the handlebars to move up and down. The screw is not able to fit into the nut. Out of box failure. Original order (B)(4).